Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead had a conductor fracture. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.